Event description:
As reported to coloplast though not verified, the patient was implanted with coloplast pelvic mesh product. Later patient experienced pain and suffering, mental anguish, emotional distress, disfigurement, physical impairment, psychological injury and progression of existing condition.

Manufacturer narrative:
Although a coloplast product was cited, in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the information contained in this report.